Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a frozen display and keypad anomaly. The customer did not provide their blood glucose value at the time of the incident. The customer reported insulin pump being dropped in shower water and received alarm button error. The customer did not troubleshoot the issue. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
No button error alarm was noted. Unit received with no button response due to moisture damage act keypad trace. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip, and cracked lcd window. The keypad connector was found closed properly during visual inspection. Unable to perform functional test due to keypad anomaly.